Event description:
The customer reported that the event occurred during capsule polish. The surgeon was having foot pedal problems. The posterior capsule engaged in the I/a tip. The machine would not reflux and disengage the posterior capsule. A posterior capsule tear occurred and an anterior vitrectomy was performed. No iol was implanted. The iol was implanted during a second procedure in 2007. Post operative sub conjunctival injections of decadron and vancomycin. Patient also received treatment with diamox for elevated iop. Customer reported the patient outcome was excellent.

Manufacturer narrative:
The company service representative examined the system and confirmed intermittent footswitch failure and lack of reflux. The footswitch was replaced. The evaluation of the returned footswitch is pending. Investigation, including root cause analysis is in progress.